Event description:
It was reported that the customer's doctor asked her to call to have the pump replaced. Customer stated that she had high blood glucose levels and her doctor determined that her pump was not working properly. Customer's blood glucose level was 244 mg/dl. Customer has cotton mouth and nausea. Customer stated that they have a back-up plan. Customer used the pump this morning, but her doctor told her not to use the pump anymore and to use the insulin pen instead. Customer stated that she ran a manual prime at the doctor's office and the insulin kept stopping and going. Customer stated that he doctor checked all her settings this morning. Customer had a low battery and low reservoir in the alarm history. Customer stated that sometimes her pump won't record the bolus. Customer's doctor ran a bolus when she was not wearing the pump and it did not record the bolus. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.